Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the system logs for the event date of 18-jan-2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy, the maryland bipolar forceps instrument failed to deliver bipolar energy resulting in no coagulation. Bleeding was observed from the perivesical fat and surrounding capillaries. The blood loss was measured at 20 ml. The bleeding was initially controlled by a monopolar instrument. A backup maryland bipolar forceps instrument was obtained, and the procedure was completed as planned. The case of the customer failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the maryland bipolar forceps instrument failed to deliver bipolar energy resulting in no coagulation. Bleeding was observed from the perivesical fat and surrounding capillaries. The blood loss was measured at 20 ml. The bleeding was initially controlled by a monopolar instrument. The surgeon was able to able to cauterize with no issues using a backup maryland bipolar forceps instrument. The procedure was completed as planned. The surgeon believes that in the event he was unable to cauterize (control the bleeding with cautery); the bleed could have potentially increased to 100 ml.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Per the failure analysis findings, the reported complaint was replicated/confirmed. The instrument was found to have a broken conductor wire at the proximal end. The location of the break was near the main tube. The instrument failed the electrical continuity test. There were no signs of thermal damage observed. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.